Event description:
A (B)(6) male underwent an anterior lumbar interbody fusion l4-l5 and l5-s1 levels. During surgery a diamond cobb elevator was being used (by orthopedic surgeon) and while maneuvering the instrument it broke in half with a residual part remaining in the disk space. The remaining piece was removed by the orthopedic surgeon, and upon removal, the left common iliac vein and left external iliac vein were lacerated. This warranted a surgical intervention (by vascular surgeon) for repair of both lacerated veins. Post repair, bleeding was under control, and orthopedic surgeon proceeded with completion of the intended orthopedic procedure. Patient had 1 unit of packed cells in recovery. On (B)(6) 2017- patient was stable and discharged home.